Manufacturer narrative:
As of today, the lead remains in service. A lead revision was planned. An amended report will be submitted when additional information becomes available.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high, out-of-range pacing impedance measurements. It was reported that the impedance had been increasing since (B)(6) 2012 and had been greater than 2,000 ohms since (B)(6). At that time, the physician elected to monitor the lead. The shock impedance, pacing threshold, and sensing measurements were all within normal range. No episodes of noise were stored, and noise could not be produced during troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received. The physician has elected to continue monitoring the lead and no revision procedure is planned at this time. The lead remains in service. An amended report will be submitted if new information is received.